Event description:
Information was received that reported a patient was hospitalized in 2007 due to hypoglycemia. On three days earlier, the patient was transported via squad car to the hospital, he was combative and had blood glucose of 50 mg/dl. At the hospital, he was treated with IV glucose. While at the hospital, he stated that he only changes his infusion set and cartridge every 3 weeks and that the last time he changed them was the weekend of the month before. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.